Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant of a pacemaker, the set screw was unable to tighten. The physician opted to use another device. There were no patient consequences.

Manufacturer narrative:
The reported event of unable to tighten set screw could not be confirmed. Final analysis found lead insertion and connection were normal without obstructions. Leads could be tightened securely onto the connectors and device made good electrical connection. Analysis was normal. No anomalies were found.